Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a "b30" error occurred during the evaluation and evidence of corrosion was noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the video connector was broken and could not be connected. The problem, as reported to olympus, occurred during an otolaryngology examination. The intended procedure was completed using the same device. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the video connector (upos19exrc (ru327300)) was broken, and b30 (scope communication error occurs.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.